Event description:
Boston scientific received information that during the routine implant procedure of this device system, defibrillation threshold testing achieved a shock impedance measurement within acceptable limits of 39 ohms. One day post implant, at the discharge check, multiple shock lead integrity (sli) measurements were performed, and two shock impedance measurements were observed to be greater than 125 ohms. All other shock impedance measurements were within acceptable limits at approximately 50 ohms. Technical services discussed the likelihood of intermittent electromagnetic interference (emi) in the hospital room. No noise was observed on the shock channel and all additional lead measurements were stable and within acceptable limits. The device system was to be monitored. To date, no adverse patient effects were reported during this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately two months later, this device was checked in the clinic shock impedance measurements greater than 125 ohms were observed in all three vectors, however, dft shock was within acceptable limits. The patients' physician suspected a loose connection. The patient implanted with this device system was scheduled for a pocket revision to assess the set screws. To date, no adverse patient effects were reported as a result of this clinical observation.